Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a right typical atrial flutter ablation procedure, the procedure was cancelled after there was an issue with removing the catheter from the introducer. After completing the mapping of the right atrium, when attempting to remove the mapping catheter it became stuck. Fluoroscopy revealed the catheter was looped in addition to the introducer. The introducer was rotated several times in an attempt to loosen the loop and eventually the catheter was able to be removed from the introducer without having to remove the whole introducer from the patient. The procedure was stopped and only mapping was completed. This was due to the physician's preference albeit there being no complications. There were no adverse consequences to the patient.